Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/11/2021 h.6. Investigation: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Batch has been previously investigated for the reported defect. No additional testing is required at this time to the retention samples. Returned good sample was visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates and voltage output. All results were satisfactory. Complaint is unconfirmed based on retention and returned good samples and batch history record review results. Customer complaints have been received for the molecular false positive nonetheless as per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter bd-43184. No corrective nor further actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained by the laboratory personnel. Confirmatory gram testing was performed. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer said biofire is flagging positive for a. Calcoaceticus-baumannii complex, but it is not growing. Gram negative rods were not seen in the gram stains. Biofire produced dual positives. One grew e. Faecalis, one grew s. Epidermidis, and 1 grew k. Pneumoniae.

Manufacturer narrative:
Initial reporter phone #: (B)(4).. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained by the laboratory personnel. Confirmatory gram testing was performed. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer said biofire is flagging positive for a. Calcoaceticus-baumannii complex, but it is not growing. Gram negative rods were not seen in the gram stains. Biofire produced dual positives. One grew e. Faecalis, one grew s. Epidermidis, and 1 grew k. Pneumoniae.